Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3998 lot# v118064, implanted: 2008 (B)(6), product type lead product ID: 37082-40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported, the patient had their stimulator removed two weeks prior because the lead was causing them pain. It was noted there was a lump/raised skin which had caused them pain since 2011.